Event description:
It was reported that the patient's device and leads were explanted due to infection and skin erosion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3776-60, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type, programmer, patient. (B)(4).